Manufacturer narrative:
The reported event involved the kit cobas 58/68/8800 dpx 192t ce-ivd assay on a cobas 6800 analyzer with serial number (B)(6). The investigation determined that the assay performed within its accuracy and precision specifications. No product-related issues were identified. A review of the data indicated that the observed discrepancies in parvovirus b19 titers across different pool sizes were likely due to sample-specific factors, such as the presence of pcr inhibitors. Suppressed internal control (ic) and quantitation standard (qs) performance in the individual donor sample (idt) further supported this conclusion. Additionally, it was noted that comparing titers across different pool sizes is not recommended, as this may introduce variability beyond the assay's validated claims. The device remains in operation at the customer site, and no further actions are required at this time.

Event description:
The initial reporter alleged discrepant parvovirus b19 titer results using the kit cobas 58/68/8800 dpx 192t ce-ivd assay on the cobas 6800 instrument. The customer reported implausible titer fluctuations in edta plasma samples across different pool sizes (it¿s of note that these are extrapolated titers by the customer and not the actual measured ones by the system). On 31-may-2024, a pool of 96 samples tested on the cobas 6800 yielded a titer of 504,000 iu/ml, which was above the customer's internal cutoff of 480,000 iu/ml and considered positive. A subsequent pool of 6 samples tested on the same instrument yielded a titer of 243,000 iu/ml, below the customer's internal cutoff and considered negative. On 03-jun-2024, an individual donor sample (idt) tested on a different cobas 6800 instrument yielded a titer of 13,400,000 iu/ml, which was significantly higher than the customer's internal cutoff. The customer indicated that based on their workflow, the pool of 6 result would have led to a negative evaluation, and the individual donor sample with a titer of 13,400,000 iu/ml would not have been detected. However, the sample was ultimately evaluated as positive, and the plasma unit was not processed further.